Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 450 mg/dl, which he treated with a 10-unit insulin pump bolus and a 10-unit manual insulin injection. The insulin pump also alarmed with an unexpected restart error; however, that particular insulin pump did not have a battery in it for a long time, therefore the alarm is normal. No products were returned or replaced.